Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-18 were reviewed. No instances of malfunction alerts were found in the device engineering logs. There were no factory resets found in the device logs. Body weight was not changed from initial set up. Audio setting and cgm glucose alert settings were not changed from factory settings (high/on). The last cartridge change prior to the reported event date was logged on 2024-04-16. The infusion set (teflon cannula) was changed three times on the morning of 2024-04-18. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the ilet was not able to give insulin starting at 3:45 pm on (B)(6) 2024, the day prior to the event, due to an occlusion alert that was not acknowledged by the user. Cgm glucose remained mildly elevated throughout the overnight period into the morning of (B)(6) 2024, the reported event date. Insulin dosing resumed at 8:21 am and was then reduced at 8:41 am, when cgm glucose was 234 mg/dl. Insulin was completely suspended at 11:10 am, when cgm glucose was 126 mg/dl. Cgm glucose went below range for a total of (B)(4) minutes starting at 11:30 am, with 15 minutes spent less than 54 mg/dl. Prior to the event date, the user had not experienced any cgm glucose values less than 70 mg/dl since they had started the ilet almost a month earlier. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts throughout the several days leading up to the event. On the day of the event, the cgm glucose alerts triggered by the ilet were not acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended during this event by delivering or suspending insulin in response to cgm glucose values when it was able and triggering alerts appropriately. Given the user's complete lack of hypoglycemia since starting the ilet approximately 1 month prior to the event, it is possible that the user was unfamiliar with the symptoms of hypoglycemia. Based on the fact that the user did not acknowledge their ilet alerts and required assistance from a family member for instruction, it is likely that the user was not prepared to respond to their hypoglycemia independently, which led to the intervention provided by ems. In addition, failure to promptly address the occlusion alert rendered the ilet unable to deliver insulin for a long period, resulting in correction doses being delivered when the occlusion was resolved, which potentially contributed to the hypoglycemic event three hours later. Had the ilet been able to deliver the insulin throughout the night as intended, they may not have experienced this hypoglycemia, or their symptoms may not have been as severe. However, review of the days prior to the event showed similar patterns of insulin dosing that did not result in hypoglycemia, so the impact of the correction insulin dosing on this event is unclear.

Event description:
On 4/18/24 an ilet user's daughter reported the user experienced a low blood glucose (bg) event that required assistance to treat. The event occurred on 4/18/24. The daughter reported that on the previous evening the ilet signaled an occlusion alarm. The user's caretaker informed the user that it would be okay until the morning. The user woke up the morning of (B)(6) 2024 around 8:30am with a bg of 236mg/dl. The user's caretaker changed out the infusion set. At 12:30pm the user called their daughter stating they felt sweaty and did not feel well. The daughter advised the user to call ems. Ems arrived up and the user's bg was at 60mg/dl. The user was given a glucagon packet and bread to get their bg back within range. The user was not taken to the hospital. The beta bionics customer care agent informed the daughter that occlusion alarms must be addressed asap. The user and daughter understood. The user's bg is back within range.